Event description:
It was reported to boston scientific in 2008, that an extractor rx retrieval balloon device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male patient ( weight unknown) in 2008. According to the complainant, "during the procedure they were not able to get the guide wire out of the balloon catheter. The physician completed the procedure with another extractor rx retrieval balloon . No complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
(Guidewire restriction). A visual examination and functional analysis of the returned device could not confirm the reported event. The guidewire was successfully back loaded through the catheter and exited through the guidewire ramp. In addition, the catheter shaft passed all visual requirements. A review of the device history record for the pertinent lot was performed; no anomalies were noted.